Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC snapped leaving only an inch exposed in the patients arm. The patient was moving around the bed and thinks he got it caught in the bed and put tension on the PICC line which caused it to completely break in to two pieces.